Event description:
It was reported that while placing a bravo ph monitor the capsule did not attach to the esophagus. During the procedure the pt gagged and then coughed up to capsule. No injury to the pt was reported.